Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive or was not responding properly. The customer also reported that the device's act button was stuck. The customer did not list any significant events leading up to this issue. Blood glucose level at the time of the call was 192 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, slight moisture damage was found on the keypad traces. The insulin pump has cracked case at the display window corners, battery tube threads and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.